Event description:
Menstrual cramps worsened, passing clots, periods lasting 3 days to two weeks, blurred vision, headaches, can't wear jewelry now, bloating so bad, I look 7 mos pregnant. Digestive issues, heartburn and indigestion. Pain and cramping can keep me in bed for days even when not on my period. I have experienced dental issues. So now what? Symptoms tripled. FDA safety report ID # (B)(4).